Manufacturer narrative:
The device was received for evaluation.  A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing.  Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. Device was able to be programmed for flow testing with two successful flow tests within tolerances. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's programmed delivery was not staying, it reverts back to prior settings. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.